Manufacturer narrative:
The actual product was returned to ldr and visual examination was performed . The product was found compliant. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the device history records, the recurrence of this type of event for this product and the analysis on the returned product, it was assessed that the cause of the event is related to failure to follow instruction during implant positioning. Indeed, it is indicated in the complaint report that the implant was rotated during its insertion. However, the surgical technique specifies: during and after insertion, avoid lateral and rotational movements of the implant-to-peek cartridge assembly. Thus the prosthesis disassembly was consecutive to a rotation while the device was already inserted in the disc space and it is not recommended by the surgical technique. The investigation found no evidence to indicate device issue.

Event description:
Mobi-c p&f us : disassembled. The surgeon was tamping in the implant, the teeth engaged in bone, and as he rotated the implant disassembled. The surgery was successfully completed with another implant. The event did not impact the patient. Additional request were made and no update received as the reporter who covered the event left the company .